Manufacturer narrative:
Analysis: no product was returned. Based on the complaint details provided by the physician the 10mm x 59mm balloon would not come back through the introducer sheath. The physician then pulled so hard the balloon was torn off the catheter shaft. The instructions for use specify to allow the balloon to deflate for a minimum of 40 seconds prior to withdrawing the balloon into the introducer sheath and to visualize the deflation of the balloon using fluoroscopy. As none of the questions asked by the atrium medical complaint staff were answered there is no way to determine the root cause of the balloon detachment from the catheter shaft. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath . Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. The proximal balloon weld tensile test data provided within the device history records shows the minimum break force of the proximal balloon bond was 23 newtons. The specification for this bond is that the tensile strength must meet or exceed 15 newtons. This criterion was met. Clinical evaluation: if a catheter cannot be withdrawn back into a sheath and part of the component breaks off it would result in a delay in treatment. There are several possibilities that could cause a piece of the device to break off including excessive manipulation and force. The instructions for use (IFU) state as a potential adverse effect; stent misplacement, migration or deformation. The IFU also advises do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered and do not pull an unexpanded stent back through a guiding catheter or sheath. Also, deflate the balloon by pulling vacuum on the inflation device to its maximum volume for 40 seconds. Verify full balloon deflation via fluoroscopy.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that in the or the entire balloon came off the catheter. As the physician was withdrawing it into the sheath it was a little tight as usual but then the catheter came out and the balloon stayed in. It was half in the sheath so the physician was able to do a cut down and take out the sheath with the balloon in it.